Manufacturer narrative:
Beckman coulter became aware of this event on (B)(4) 2014 when the malfunction was assessed and determined to be reportable. On (B)(4) 2014, the beckman coulter field service engineer verified the platelet was failing background on daily checks. He checked blood sampling valve (bsv), all apertures, and checked the chambers for bubbles. Primed diluent and cbc module. The fse determined the cause was attributed to the lot of diluent reagent, lot 3510540, and replaced with a new lot of diluent resolving the issue. (B)(4).

Event description:
The customer reported platelet background high failures on the unicel dxh 800 coulter cellular analysis system when using a specific lot number of coulter dxh diluent. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.